Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, upon entering the patient and device data into the programmer, the field representative observed a da error with the device. Boston scientific technical services (ts) discussed that implanting the device should be fine. Da error messages occur when the device experiences a bit flip (temporary memory reset), that will self-correct by the device. The device was successfully implanted and no further issues have been reported.